Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the locking mechanism of the device was not holding the burr device was confirmed. An assessment was performed on the device which found that the device would not secure the cutter. During repair it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure the cutters. It was determined that this condition was die to running the device without the cutter installed, which is failure to follow the directions for use (dfu). The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the locking mechanism of the angle attachment device was not locking the burr device. It was not reported if there was a delay in the procedure due to the event. It was reported that an unspecified spare device was available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.